Event description:
Same case as MDR ID: 2134265-2015-01390. It was reported that filterwire removal difficulty, stent explantation, stent migration and stent damage occurred. The target lesion was located in the saphenous vein graft (svg) and the right coronary artery (rca). A 190 cm filterwire ez¿ was selected and advanced distally to the lesion. A 4.00x20mm promus premier¿ stent was then selected and implanted to treat the lesion. The physician inserted a retrieval sheath for the filterwire but was unable to pass through the stent to retrieve the filter basket. It was noted that the retrieval sheath was ¿hitting¿ a stent strut on the proximal edge of the stent. The physician then removed the retrieval sheath and attempted to pass a balloon into the stent to dilate further but failed. The same retrieval sheath was then re-inserted but still unable to pass through the stent. The retrieval sheath and the filterwire with the basket open were then removed from the patient¿s body. It was noted that the open basket on the filterwire snared the stent out of the vessel. The stent came loose in the right groin and was found to be floating in the right femoral artery (rfa). A vascular surgeon was called to assist the procedure and attempted to snare the stent but was unable to remove the stent through the 6 fr sheath. However, the stent came loose and migrated over to the left femoral artery (lfa). The physician decided to perform a cut down of the left groin and surgically remove the stent from the lfa. The stent was then retrieved. Fluoroscopy and lle run-off were performed over the left groin to ensure that there were no stent fragments left in the vessel. The svg to rca was open, hence, the physician decided to stop any further coronary treatment. The patient was then transferred to the intensive care unit (ICU). No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).